Manufacturer narrative:
D9: date returned to mfg; 12/4/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection was performed during analysis. The customer reported complaint was confirmed. It was found that the device alarmed error code 41541 and the downstream occlusion(dso) seal was delaminated. The dso seal was replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
Error code 41541. No patient involvement.